Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a cartridge-only change on the ilet and confirmed use of a new cartridge with a reported blood glucose of 317 mg/dl while dealing with this issue & were unable to announce meal. After repeating the cartridge change steps, drops were observed and delivery was resumed. Investigation of this case revealed that the device resumed normal function after repeating the change process, no alerts were recorded, and the specific cause of the initial interruption remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.